Event description:
On 6/17/94, a 36-yr-old female pt, underwent an x-ray which identified a foreign body. The surgeon was notified. A follow-up pelvic ultrasound and a computed tomography scan were performed to confirm the location. The surgery for removal of the foreign body was performed on 6/22/94. The foreign body was found to be an 11 mm trocar tip, believed to be from her surgery performed on 2/28/94.